Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission revealed that the device "randomly" switched to vvi 65 mode at maximum outputs. Possible por (power on reset) and premature battery depletion were also noted. At the previous device check, there was normal device function with device set to mvp mode with good thresholds and sensing. The patient was brought in, and the device was reprogrammed to previous settings, with everything checking out ok including no observations regarding por. The device remains in use. No patient complications have been reported as a result of this event.